Manufacturer narrative:
Device analysis by MFR: the rotapro console serial number (B)(6) was returned for analysis. The console was returned in overall good physical condition. A loud air leak sound from the pneumatic kit was noticed during the consumption leak test. The console failed offset calibration - minimum flow capacity test. An error message displayed that said it was unable to reach the flow or set voltage. The air supply, valve, and connections were checked. The pneumatic kit was replaced, which resolved the issue. The rotapro was fully functional.

Event description:
It was reported that rotation speed was erratic, and the procedure was cancelled/rescheduled. A rotapro console was selected for an atherectomy procedure. During the procedure, rotation speed could not be controlled. The procedure was not completed due to this event. No patient complications were reported.

Event description:
It was reported that rotation speed was erratic, and the procedure was cancelled/rescheduled. A rotapro console was selected for an atherectomy procedure. During the procedure, rotation speed could not be controlled. The procedure was not completed due to this event. No patient complications were reported.